Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 failed and was not able to be recovered. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02 september 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 all pockets not detected on bus. A field service engineer (fse) replaced retractor band cable, and all pockets had been manually released. The row board cables had been unseated and re seated. The foil and debris had been cleaned from the tray liners. The system functioned as intended after the field service engineer repaired the device.